Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The cpu board was replaced, software reloaded, and filter on the back of the screen replaced to resolve the issue.

Event description:
The hospital reported the unit had an error that results in a loss of ventilation. The unit was restarted and case resumed. There was no report of patient injury.